Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor, performed a visual inspection and found bent electrode. Sensor failed per inspection.

Event description:
It was reported that the customer experienced a high blood glucose level of 449 mg/dl. She also received two "no delivery" alarms. Insulin squirted out from the quick release. The customer treated her high blood glucose level with a manual injection. The customer's sensor's cannula was bent. The product will be returned. Nothing further was reported.